Manufacturer narrative:
Technician support requested the account to clean the drive brake. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the bed will slowly drift down when weight is on the bed.